Manufacturer narrative:
B5; additional information received; it was noted the findings from the cta taken approx. 1.5 months post the index procedure ((B)(6) 2020), represent the first post-operative CT scan following the urgent tevar performed on this patient for a type b dissection. The type ib endoleak was expected. The distal valiant navion stent graft ((B)(6)) was placed into dissected aorta. Due to the acute dissection, the physician avoided aggressive balloon dilation after stent deployment. There was no calcification or significant tortuosity. The intervention was performed to prevent retrograde filling into the aneurysm sac. On ((B)(6) 2020) approx. 2 months post index procedure, it was noted that the physician requested a follow-up CT scan in three months considering a distal extension with a balloon if the issue persisted. However, the proximal aneurysm sac showed thrombosis. A repeat cta taken approx. 34 months, post index procedure ((B)(6) 2023), revealed a type a imh of the ascending aorta. The patient was taken to the or 5 days later ((B)(6) 2023). One of the uncovered proximal barbs of the proximal valiant navion stent graft ((B)(6)) had caused an ulceration and the imh. With the arch open, the barb was cut with heavy wire cutters and the aorta was re paired internally, followed by a hemiarch replacement. The distal endoleak in question resolved, and the aneurysm sac in the descending aorta regressed. The bare stent eroded into the ascending aorta and caused the imh. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts were implanted during endovascular treatment of a thoracic aortic dissection. Valiant stent graft (vnmf3737c174tu) was implanted in zones 1 and 2, while (vnmc3731c207tu) was implanted in zones 4 and 5. No device deficiencies were observed. It was reported 46 days post index procedure, that follow up CT scan with and without contrast revealed a type ib endoleak. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name valiant navion; product ID vnmc3731c207tu (serial: (B)(6) ); product type: 0180-aortic stent graft; implant date (B)(6) 2020; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.